Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) an abnormality of the ccd (charged coupled device) cable in the bending section such as a kink, breakage of wire, etc. Which was due to stress on the distal end/bending section. B) moisture invaded the device from a cut point at the a-rubber (bending section cover/distal sheath) that caused a bad electrical contact of the ccd-unit/ video connector. The instructions for use (IFU) (operation manual) states the following. "Important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor." Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for the issue of a leak. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the device did not yield any image, only black screen. This was accompanied with a b30 scope communication error message. There was also a loss of scope ID information. This medwatch is being submitted for the issues of no image, b30 error message, and loss of scope ID information, as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device did not yield any image, only black screen. This was accompanied with a b30 scope communication error message. There was also a loss of scope ID information. Other observations for the device are that the distal end rubber coating (a-rubber) has a cut which is causing leakage in the device. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.